Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was using mallet to impact the top of handle and the red clip snapped off. Surgeon was not seen to make any contact of mallet directly with red clip. The surgeon released the handle using the centre red tab to release the holder from the femoral implant. All pieces accounted for.

Manufacturer narrative:
It was reported that surgeon was using mallet to impact the top of handle and the red clip snapped off. Surgeon was not seen to make any contact of mallet directly with red clip. The surgeon released the handle using the centre red tab to release the holder from the femoral implant. All pieces accounted for. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: conclusion and justification status: the complaint states it was reported that surgeon was using mallet to impact the top of handle and the red clip snapped off. Surgeon was not seen to make any contact of mallet directly with red clip. The surgeon released the handle using the centre red tab to release the holder from the femoral implant. All pieces accounted for the device was reviewed and confirmed the failure mode as reported. Investigation into this failure mode has indicated that the root cause is associated with fatigue of the ml slide screw either side of the cross pin, where the cross sectional area was the smallest. This failure mode has been adequately assessed within the risk management for the instrument (dva (B)(4)-fde). The issue will continue to be monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Continued post market surveillance will be carried out per sep 419 in accordance with the post market surveillance plant dva-(B)(4)-pmsp. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.